Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ at-home covid-19 test discrepant results were obtained. Initial test was positive, repeated 2 days later and result was negative. (B)(4). The following information was provided by the initial reporter: it was reported that customer received discrepant results via the veritor at home test kit.

Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ at-home covid-19 test discrepant results were obtained. Initial test was positive, repeated 2 days later and result was negative. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that customer received discrepant results via the veritor at home test kit.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer received a positive result and two days later a negative result. Customer also reported experiencing a scan image failure with a subsequent test¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.